Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped low (67 mg/dl), because the customer did not disconnect during a fill tubing step in the load process. Customer filled tube with 30 units while connected and delivered 29.5 units. Low bgs were treated by eating candy and setting a temp rate.